Event description:
The company was made aware that a patient underwent revision surgery due to the neurostimulator (ipg) migrating.

Event description:
See updates in h3.

Event description:
See section h, number 6 for investigation updates.

Event description:
See section h, number 6 for investigation updates.